Event description:
It was reported to boston scientific corporation that a radial jaw 4 hot biopsy forceps was used in the colon during a polypectomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure the device was connected to an active cord and when current was applied, a tingling sensation was felt by the patient. Reportedly ¿there was no damage to the patient¿ and ¿it was sure that the return electrodes were correctly attached to the patient¿. The procedure was successfully completed with a different device. Post procedure the jaws were inspected and the jaws were noted to be misaligned. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 hot biopsy forceps was used in the colon during a polypectomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the device was connected to an active cord and when current was applied, a tingling sensation was felt by the patient. Reportedly ¿there was no damage to the patient¿ and ¿it was sure that the return electrodes were correctly attached to the patient¿. The procedure was successfully completed with a different device. Post procedure the jaws were inspected and the jaws were noted to be misaligned. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual inspection of the device found that the jaws were misaligned since one of the jaws was slightly bent, and the cautery was properly attached to the handle. An electrical resistance test was performed and the unit measured within specification. The evaluation concluded that the jaws were misaligned and no electrical issue was revealed. The device has a distal end cap that protects the integrity of the jaws/cups; it is probable that the distal end of the device was damaged after the end cap was removed. The most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure, performance was limited. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomalies were found.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.